Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as a backup therapy, and cts arranged to send a replacement pump. Instruction was provided on storage mode and return procedures, which the caller understood and acknowledged.